Event description:
It was reported that stent damage occurred. The 95%-99% stenosed, de novo target lesion was located in the severely tortuous and moderately calcified proximal left anterior descending artery. A 2.75x28mm promus element plus drug eluting stent was selected for use. However, the stent failed to deploy as the stent strut was damaged while crossing the lesion. The device was simply removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable.